Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient receiving a vibratory alert. Upon investigation, the device was found to be in backup vvi (bvvi) mode due to an event queue overflow. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was in stable condition.